Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, implying no adverse impact. Technical support confirmed the cartridge alarm and decided to replace the pump. The caller was instructed on transitioning to multiple daily injections (mdi) as a backup therapy and provided steps for returning the malfunctioning pump. A replacement pump was sent to the caller, who was briefed on necessary actions upon its receipt.